Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a synthes employee. PMA/510k: device is not distributed in the united states but is similar to device marketed in the USA. Part #:04.503.104.04s, lot #:893p554, manufacturing site:jabil bettlach, release to warehouse date:01/07/2022, and expiry date:01/06/2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown surgery treating cerebral aneurysm performed on (B)(6) 2023. The screws were placed in a so-called instrument case. When the upper lid was removed, some screws in question stuck to the upper lid and were raised together. The screws almost fell to the floor but were found in vicinity, so the screws were used in the surgery. The surgery was not affected by this event and was completed successfully with 1 minute delay. The patient status/ outcome is stable. No further information is available. This report is for one (1) matneu scr ø1.5 self-drill l4 tan 4u I/c this is report 2 of 2 for complaint (B)(4).